Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection. The length of the dissection was 200mm. It was reported that a follow up CT discovered that the proximal stent graft was still in position but there appeared to be a type 1a proximal leak due to disease progression. The patient also was reportedly experiencing nausea. It was noted that no intervention was planned. No clinical sequelae were reported and the patient is fine.